Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient was recharging the scs implantable pulse generator (ipg) everyday and sometimes the stimulation stops during the day. Surgical intervention may be taken to replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.